Manufacturer narrative:
Product evaluation: the chiller was evaluated on january 10, 2018 and evaluation was completed on january 16, 2018. The evaluation noted no packaging damage on the box, external appearance of the chiller was good, chiller passed the functional tests performed and the unit is released to the floor was noted. Probable root cause: based on fa results, the probable root cause was undetermined.

Manufacturer narrative:
System analysis / service repair performed on july 11, 2017: the voltage select board was replaced. Electrical tests were ok. Preventative maintenance was performed at the same time. Waterflow and detector were set. Fiber port was cleaned. Laser was tested and verified to function according to manufacturer's specifications.

Event description:
The case was completed using an alternative procedure (resection).

Manufacturer narrative:
Device available for evaluation updated. Device evaluated by manufacturer updated. Service in the field was performed on (B)(6) 2017. The replaced chiller was received at the manufacturer on (B)(6) 2017.

Event description:
It was reported that during a prostate procedure the laser powers off and no messages were observed. The procedure was completed using a different device. Patient complications: "none". Additional information was not reported.

Manufacturer narrative:
Service in the field was performed on july 11, 2017. The replaced chiller was received at the manufacturer on september 15, 2017. The chiller that was returned to the manufacture on september 15, 2017 was incorrectly reported as replaced. The chiller was not used and was returned unopened and sealed. The replaced autovolt, vsb was received at the manufacturer on october 10, 2017

Manufacturer narrative:
As previously reported. Service in the field was performed on july 11, 2017. The replaced autovolt, vsb was received at the manufacturer on october 10, 2017. The autovolt, vsb has been disposition to be scrapped once the failure analysis has been completed.

Manufacturer narrative:
Product evaluation: the auto volt vsb evaluation completed on january 23, 2018 found that there was packaging damage; external appearance of the unit is in good condition, visual inspection of the unit shows no signs of wear and tear. Probable root cause: based on fa results, the probable root cause is undetermined.